Event description:
Additional information received stating that this ra lead was implanted on (B)(6) 2016 and remains implanted at this time. The ra lead was pulled back with no slack, resulting in a repositioning while rv lead was being fixed. The physician was dr. (B)(6) at (B)(6) hospital in rochester, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).